Manufacturer narrative:
(B)(4). The device has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell two of four on the home choice (hc). The home patient (hp) was connected at the time of the event. The hp indicated they had used s sharp object to open the box of supplies but stated it hadn't damaged the supplies. The hp stated they did see any air in the lines of the cassette. The technical service representative (tsr) assisted the hp to end therapy and removed the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A review of all batch record documents was performed for lot number h14b19083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Companion samples were returned and evaluated. A visual inspection was performed and no issues were noted. Leak testing, clamp function testing and clear passage testing did not reveal any issues. A simulated therapy was performed with the use of a homechoice device, with no problems identified. The returned companion samples met product specifications related to the reported event. Upon conclusion of the investigation the reported event could not be verified and the cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.